Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) was leaking from an unknown location. The device was filled with flucloxacillin 8000mg in sodium chloride 0.9%, total volume 240 ml. The issue was identified at the hospital upon inspection, prior to use on a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from (B)(6) 2019 -(B)(6) , 2019. H10: the actual sample was received for evaluation. Visual inspection on the returned sample revealed fluid inside the bag that contained the sample which suggested a leak occurred. The cause of the fluid inside the bag was due to the broken tubing at the solvent-bonded junction. Further inspection revealed that the portion of the broken tubing remained inside the solvent-bonded junction. The reported condition was verified. The cause of the broken tubing could not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.